Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. The insulin pump received with minor scratched display window. The insulin pump received cracked case at display window corner. The insulin pump received with cracked battery tube threads. The insulin pump received with cracked reservoir tube lip. The insulin pump received with cracked case at reservoir tube window corner. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 171 mg/dl. The customer could not recall any significant events leading to the alarm. The customer reported possible moisture exposure to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.